Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that drawer 4.1, a half height cubie, had all pockets not detected on the bus. The drawer control printed circuit board was replaced, the system was tested using the hardware testing application, and the customer successfully accessed the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 displayed a failed to open message. Although the drawer opened, all cubies were failed and showed a not found on bus error. The customer restarted the machine, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.